Event description:
Device 3 of 3. Ref MFR report # 1627487-2014-20345, 1627487-2014-20346. The pt experienced ineffective stimulation. In turn, did not charge his ipg for about 2 years. The pt was unable to establish communication between her scs ipg and external devices. Subsequently, the scs system was explanted and replaced which has resolved the issue and the pt is receiving effective therapy post operatively.

Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.